Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va05sc0, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
The representative reported an impedance issue. A short (low impedance) was noted on electrode combination 0 and 2. It was noted the call was prior to revision (which was on the day of the call). It was unknown if the patient had completely recovered. The event date was noted as (B)(6) 2015. The clinic had discovered a short and the patient was put on a different program with therapy benefit. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Addition information later indicated that the short was identified (B)(6) 2015 and the patient was put on a different program with therapeutic benefit. Therapeutic benefit diminished and battery longevity was a concern. There was no cause determined. The patient unsure how patient was doing after revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.